Event description:
The patient's mother reported on (B)(6) 2014, their daughter's blood glucose, carbohydrate intake and insulin history. The pod was deactivated and she noticed the adhesive pad was detached from the pod around the cannula area. The cannula was no longer inserted into her skin and there was wetness noted on the adhesive pad. She checked her ketones and they were positive. She felt very nauseous and was vomiting. At 9:00 pm, she took her to the emergency room where she was diagnosed with high bg and large ketones. They placed her on an intravenous therapy of fluid and gave her a manual injection of 1.0 unit of insulin. On (B)(6) 2014 at 12:03 am, she was able to activate a new pod while in the hospital.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product defect or deficiency could have contributed to the reported adhesion issue, hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.